Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inratio: 1.1, 1.0; doctor's poc: 3.1. Time between tests: ~1 hour. Therapeutic range: 2.5-2.7. Patient self tester no longer has test strips and could not provide strip lot number. Caller reports not using the first drop of blood when testing. No report of death or serious injury. Customer called back on (B)(6) 2014 to report that she went to the lab to do a test between the inratio meter and the lab. Results as follows: inratio: 3.1; lab: 3.0. Tests were performed within an hour. Patient self tester states that she is not concerned with these readings.

Manufacturer narrative:
Further investigation cannot be pursued because no strip lot number was reported and no product is expected to return. This issue will be subject to future tracking. Corrective action is not required at this time.